Event description:
A customer reported that their insulin pump issued an altitude alarm, which led to the suspension of insulin delivery and occurred while they were traveling. There was no adverse impact on the customer's blood glucose level. Customer service guided the customer to clean the pump¿s speaker holes, reconnect the cartridge, and attempt to resume insulin delivery, but these attempts were unsuccessful. Technical support advised the customer to wait for some time to allow moisture evaporation and subsequently provided instructions for backup therapy using multiple daily injections. A replacement pump with updated software was sent to the customer, who was also instructed on how to return the problematic pump and set up the new device, including connecting their continuous glucose monitor.